Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 175041: (B)(4) items manufactured and released on 24-oct-2017. Expiration date: 2022-oct-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision surgery performed about 10 months after the primary surgery due to glenoid component loosening. The patient was revised to a hemi. Bone graft used in the primary.